Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a therapy monitored volume failed performance spec: fill 1 833.4 ml; drain 1 833.3 ml; fill 2 833.6 ml; drain 2 833.5 ml; (rite specification limits of 774 ml ? 821 ml); last fill 31.6 ml; (rite specification limits of 330ml - 365ml). Per (B)(4) this is a reportable malfunction (fill/drain 1 or 2 volume outside range 750.0 ml - 828.2 ml or last fill volume outside range 322.5 ml - 365.1 ml). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance spec: fill 1 833.4 ml; drain 1 833.3 ml; fill 2 833.6 ml; drain 2 833.5 ml; (rite specification limits of 774 ml - 821 ml); last fill 31.6 ml; (rite specification limits of 330ml - 365ml). Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Deteriorated piston foam would not allow the proper amount of fluid to be delivered resulting in the rite failure. The assignable cause for the rite functional test failure during fill and drain was deteriorated piston foam. Scrap door piston and foam. Device was sent to servicing.